Event description:
Per independent repair center statement, the unit was low o2 or yellow light. The key failure was the tie wraps are defective and have been replaced. Additional malfunctions were muffler housing barb is cracked and fixed.